Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that sodium phosphate was expected to infuse over 4 hours via a secondary bag. After 2 hours the user found that the secondary bag was dry and the primary bag was larger than at the start of the infusion. No patient harm was reported.

Event description:
The customer reported that sodium phosphate was expected to infuse over 4 hours via a secondary bag. After 2 hours the user found that the secondary bag was dry and the primary bag was larger than at the start of the infusion. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: 1000ml din (B)(4), lot number w8e11m0 exp nov 19 0.9% sodium chloride; 250ml baxter bag din (B)(4), lot number w8e04c2 exp aug 19 5% dextrose. The customer¿s report of backflow from the secondary into the primary was confirmed. Visual inspection showed no anomalies. Functional testing confirmed backflow, indicating a faulty check valve. Further testing by the supplier indicated a pass result. Disassembly of the check valve resulted in normal findings. No particulates or solvent were noted on the diaphragm membrane, nor any damages to the interior of the check valve or to the diaphragm. The root cause of the customer's report was not identified.